Manufacturer narrative:
The complaint investigation for a falsely elevated architect free t4 result included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Return testing was not completed, as returns were not available. Accuracy testing was performed with an in-house retained kit of lot 63114ud02, stored at the recommended storage condition. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. An increase in complaints has been observed for lot 63114ud02, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect free t4, lot number 63114ud02, was identified.

Event description:
The customer observed a falsely elevated architect free t4 result for one 66 year old male patient with a diagnosis of left lung adenocarcinoma. The sample was retested with lower results. The following data was provided: sid (B)(6) processed on (B)(6) 2025 initial result = >64.35 pmol/l repeat result = 17.10 pmol/l 2nd repeat result = 11.93 pmol/l reference range = 11.0-17.7 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6).

Event description:
The customer observed a falsely elevated architect free t4 result for one 66-year-old male patient with a diagnosis of left lung adenocarcinoma. The sample was retested with lower results. The following data was provided: (B)(6) processed on (B)(6) 2025 initial result = >64.35 pmol/l repeat result = 17.10 pmol/l 2nd repeat result = 11.93 pmol/l reference range = 11.0-17.7 pmol/l no impact to patient management was reported.